Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6)2012, explanted: (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that open circuits were observed during an ins replacement procedure after replacing the ins with a rechargeable ins. Impedances had been in an appropriate range and therapy was good prior to surgery. The physician determined that the extension was compromised and no longer working and elected to replace both extensions. Replacing the extensions resolved the issue, impedances were in an appropriate range after the procedure, and the patient was fine. It was noted a physician programmer was used for all impedance testing of the hardware and inss. No medical symptoms were reported. No further complications are anticipated.